Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they experienced high blood glucose level. The customer's blood glucose levels were 400 mg/dl to 500 mg/dl and 300 mg/dl. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump was receiving sensor updating alerts. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.